Event description:
The account alleged the nurse call was not functioning. No pt impact.

Manufacturer narrative:
The technician found the communication cable was not connected. The technician reconnected the communication cable to resolve the issue.